Event description:
It was reported that the bd eclipse¿ bd luer-lok¿ syringe with detachable needle barrel was found broken before use. The following information was provided by the initial reporter: "broken barrel".

Manufacturer narrative:
Investigation: photo evaluation: 2 photos were received for investigation and observe the syringe barrel is damaged/distorted. Sample evaluation: 1 actual sample in open package was received for investigation. The sample was not decontaminated. The actual sample is subjected to visual inspection. Observed damaged barrel on the 1ml syringe product . The complaint is confirmed and product is out of specification. A device history record review showed no non-conformances associated with this issue during the production of this batch. Potential root cause for the damaged barrel defect is associated with the marking process. The scratch goes through the "single use only" without removing any ink which indicated this happened prior to the parking of the barrel.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: fmf. Medical device type: piston syringe. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k941562, PMA / 510(k)#: k161170. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ bd luer-lok¿ syringe with detachable needle barrel was found broken before use. The following information was provided by the initial reporter: "broken barrel".